Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) caster wheel broke off. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: h6(health effect clinical & impact codes). Additional contact information: (B)(6). A getinge field service engineer (fse) had raised the quotation for a repair and this billable repair is being under the pending stage for the customer's approval. If the further repair is being done for the unit than this complaint will be reopened again in order to further the complaint for this given unit. H3 other text : device not repaired.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed caster wheel was broke off from hospital cart. Fse replaced the hospital cart. Device passed all performance and safety tests according to factory specifications. Device was returned to customer.

Event description:
N/a.